Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, lot# va12m57, product type: extension. (B)(4).

Event description:
The manufacturer representative reported that during implantation on (B)(6) 2016 when trying to securer the lead to the percutaneous extension, it was discovered that one of the setscrew contacts within the extension had twisted. It just looked as if the setscrew had been tightened too much and the contact turned internally, yet the torque wrench had not engaged with the clicking sound yet. This was identified after tightening the first setscrew. The torque wrench was tested on other setscrews and worked just fine. The troubleshooting performed was that the setscrew was backed out and an attempt was made to straighten the contact point within the extension body. This effort was unsuccessful, therefore new product was opened and the extension from this new product was used for the procedure. The issue was resolved at this time. The product that was malfunctioning was collected by the hospital staff for disinfection, but would be available to pick up. No surgical intervention occurred and no surgical intervention was planned. There was no impact to the patient from this event as the issue was identified and resolved immediately. The implanted product was not affected by this incident. The patient was alive with no injury.